Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant removal from textured to smooth due to the concerns of the product.

Event description:
Healthcare professional reported a left side "implant removal from textured to smooth due to the concerns of the product" and "the device was implanted after the expiration date of the device". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. ¿ anxiety-product/procedure: unable to observe. ¿ use error: unable to observe. ¿ gel fracture: not observed because the device ruptured. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported a left side "implant removal from textured to smooth due to the concerns of the product" and "the device was implanted after the expiration date of the device". Device has been explanted.

Manufacturer narrative:
Upon reviewing additional information received from the physician, it was noted that the device was implanted before the expiration date of the device. Hence unreporting the previously reported event of "device handling problem".

Event description:
Healthcare professional reported left side "signs of rupture" and "signs of gel fracture" noted on MRI. The deice has been explanted and replaced. Upon reviewing additional information received from the physician, it was noted that the device was implanted before the expiration date of the device. Hence unreporting the previously reported event of "device handling problem".